Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A pericardial effusion (pe) occurred and the procedure was cancelled. It was reported that a versacross connect access solution kit was selected for use for a watchman procedure. During the procedure, it was mentioned that a pe (bottom right of the heart) was noted during the transseptal crossing using the versacross connect device. A pericardiocentesis was then performed and rained roughly 60 cc of blood. Thus, the procedure was aborted. The patient was stabilized and sent to recovery. After checking on the patient twice, the patient was doing well and was discharged. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. There were challenges to position the versacross dilator on the septum. No other issues were reported. In the physician's opinion, the versa cross rf wire and dilator contribute to the adverse event.